Event description:
It was reported that the upper left-hand corner of the external pulse generator screen was cracked. The generator was returned for service. No patient involvement was indicated in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Lcd (liquid crystal display) lens is cracked. One side bail cover is broken.